Manufacturer narrative:
Calibration was last performed on (B)(6) 2025, and was acceptable. The qc recovery data provided was acceptable. The patient sample tube showed many red blood cells and bubbles in the gel separation layer, indicating possible pre-analytical issues with sample quality. The field service engineer (fse) cleaned and checked the sample probe. The service maintenance actions performed by the fse resolved the issue.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable cholesterol gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 0.25 mmol/l. The sample was repeated and the result was 3.9 mmol/l. The sample was tested 10 times and the average result was 3.973 mmol/l.